Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple episodes of stroke. The patient was found to have aortic root thrombosis on the non-coronary cusp. The patient¿s lactate dehydrogenase (ldh) level continued to rise and stayed around 800-1000 u/l. The patient was medically treated for an unspecified ¿long duration¿ with extra anticoagulation. Due to ongoing elevated ldh and the risk of additional strokes, the device was exchanged. No additional information was provided.

Manufacturer narrative:
The device was returned assembled with the driveline severed approximately 3 inches from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow conduit (outflow graft and outflow graft bend relief), and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No device-related issues were discovered during the evaluation of the returned device. A correlation between the device and the reported history of stroke, aortic root thrombosis, and elevated lactate dehydrogenase levels could not be conclusively determined. Stroke, peripheral thromboembolic event, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.